Manufacturer narrative:
Manufacturer's investigation conclusion: an outflow graft obstruction could not be conclusively confirmed via the submitted computed tomography (CT) images. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted system controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. No notable events were observed, and the pump appeared to operate as intended at the set speed. The submitted left ventricular assist device (lvad) periodic log file contained data from (B)(6) 2022 through (B)(6) 2023. Although no low flow values were observed, an overall downward trend in flow was noted throughout the file. Despite this finding, the pump appeared to function as intended throughout the duration of the file. The account later communicated that due to patient privacy reasons, the hospital decided not to share any further patient related information associated with this event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1 of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure." Section 5 further warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. Section 6, "patient care and management" (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6, under "caution!", states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital due to heart failure. The echocardiogram showed impaired right heart function and aortic insufficiency. The lab parameters revealed increased brain natriuretic peptide. The computed tomography scan was performed and revealed a potential constriction at the end of the bend relief. The log files showed the pump was operating as intended.